Manufacturer narrative:
PMA/510(k)#: k142688. On evaluation of the device the needle was confirmed to be broken.the incident meets criteria for FDA MDR reporting based on the reporting precedence established for this product family for needle breakages, regardless of the patient outcome. This complaint is related to an echo-hd-19-c device of lot# c1052393. Additional information provided by cook representative: ¿the scope was in a slight torque position during the eus procedure; and the first puncture was successful.¿ the echo-hd-19-c device involved in this complaint has been returned for evaluation. This echo device was received with the needle un-retracted and exposed 7cm from the sheath of the device. The needle was bent at the tip and notch. The stylet was returned with the device. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a severe kink was visible below the sheath extender when the sheath extender was positioned at reference mark 5. The sheath was also noted to be severely kinked and needle confirmed to be broken below the sheath when positioned at reference mark 2. The distal sheath tip was examined but no damage was evident. The tip of the needle was examined and was confirmed to be intact however a severe kink was visible approx. 0.6cm from the distal tip at the needle notch. This distal needle tip was examined under the microscope and it was confirmed to be slightly bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1052393 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. Initial event description as follows: the user claims that the scope was in a slight torque position during the eus procedure; and the first puncture was successful. However, as she wants to do a second puncture, the needle was not able to puncture as the needle was protruding out of the sheath at approx 5cm in length and unable to retract the needle back to the sheath. The procedure was successful only with the first puncture and the patient is fine.

Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the patient outcome. The customers¿ complaint issue was reported as follows: ¿echo-hd-19-c needle unable to retract back into sheath after first puncture attempt.¿ this complaint is related to an echo-hd-19-c device of lot# c1052393. Additional information provided by cook representative: ¿prof (B)(6) claims that the scope was in a slight torque position during the eus procedure; and the first puncture was successful.¿ the echo-hd-19-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not fully in place during advancement of the needle or during sample retrieval. If the needle was kinked / bent during use this could result in preventing the needle from fully retracting into the sheath. Also, as the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage which could also result in the difficulties experienced by the customer in retracting the needle. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo devices of lot# c1052393 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This information was provided by customer to cook representative; prof (B)(6) claims that the scope was in a slight torque position during the eus procedure; and the first puncture was successful. However, as she wants to do a second puncture, the needle was not able to puncture as the needle was protruding out of the sheath at approx 5cm in length and unable to move the needle back to the sheath. The procedure was successful only with the first puncture and the patient is fine.